Event description:
When an attempt was made to administer a shock to a pt, the device failed to charge and displayed the warning message connect cable. The operator cycled device power and disconnected then reconnected the defibrillation cable after which the device functioned properly. The reporter was not able to remember the date of the reported event, or which pt this occurred with. No pt details were provided. There were no adverse effects to the pt reported as a result of the alleged malfunction.